Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis. Left sided redness and inflammation in addition to fever was reported post procedure. Four days following the onset of these symptoms left sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/30/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/13/2019. An explant is scheduled for (B)(6) 2019. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/16/2019. Device evaluation summary: it was reported that a 53-year-old caucasian female underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis. Left sided redness and inflammation in addition to fever was reported post procedure. Four days following the onset of these symptoms left sided deflation was observed. During evaluation of the device a crease was noticed on the anterior aspect. Within the crease a tear was found measuring 0.1 cm approximately. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The mentor product analysis lab concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An assessment of the complaint originally reported (B)(6) 2018 was performed on (B)(6)2018. The patient code originally reported was inflammation. However, the assessment determined that the inflammation was likely the result of an infection presented by the patient. Manufacturer¿s reference number: (B)(4).